Manufacturer narrative:
(B)(4). The event occurred in (B)(6). No product was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 4.4 mmol/l and 26 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.